Event description:
A customer contacted breg customer service and reported three post op shoes (item #11192, 11193, 11194) had the sole separate from the shoe. No patient injury was reported and no additional information provided.